Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2014, inratio 2.7; date: (B)(6) 2014, lab: 4.2. Time between tests: 24 hours. Patient's therapeutic range: 2-3. Patient was hospitalized on (B)(6) due to internal bleeding from the small intestine; given 8 units of blood. Further tests performed to try and determined location of bleed. Patient taken off coumadin and put on heparin based on lab inr (dosage and exact dates unknown). Patient indicated that they were unable to locate the bleed; he was stabilized and bridged back onto coumadin while in the hospital. He was released on (B)(6), is stable and doing well. His lab inr on (B)(6) was 2.5.